Manufacturer narrative:
H10: the customer ordered and replaced the power supply once it was received. The replacement of the power supply confirmed that the issue was resolved. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their battery was not charging on the v60. The rse and customer performed a troubleshoot together and confirmed that the 120v was coming in and not the 24v. The rse provided the customer with the part ID and the customer ordered a battery.